Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.

Event description:
The physician reports that the crystalens tore when loading the iol in the cartridge of the staar surgical lens injector system. The damaged lens did not contact the patient.